Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petroleum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indication for use: drainage of urine. Recommended inflation capacities: 5ml balloon : use 5ml sterile water, 10ml balloon : use 10ml sterile water, 30ml balloon ; use 35ml sterile water. Do not exceed recommended capacities. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst."

Event description:
It was reported the catheter ruptured while being used for cervical dilation.